Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction code unknown issue was verified. Additionally, the alleged touch screen unresponsive issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, the touch screen was unresponsive. Customer¿s blood glucose level ranged between 180-220 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.